Manufacturer narrative:
(B)(4). The recipient was reportedly hospitalized on (B)(6) 2016. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly activated. The recipient remains implanted. This is the final report.

Manufacturer narrative:
UDI number: (B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly activated and the recipient is doing well. This is the final report.

Event description:
The recipient reportedly experienced electrode displacement during implant surgery. The recipient underwent repositioning surgery to insert the electrode.